Event description:
It was reported following insertion of the sheath into the patient's body, air had to be "vacuumed" up continually. This was a left side procedure. A sl0 and sl1 device were also used during the procedure. The procedure was stopped when the leak was noted and the sheath was exchanged to a sl1.

Manufacturer narrative:
One 8f fast-cath introducer was returned for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. In conclusion, functional testing of the returned introducer did not reveal any leaks. Additional testing did not reveal any damage to the manufactured slit of the seal. It is uncertain what caused the reported air leak.